Event description:
Pt underwent emergent placement of a dual chamber pacer. When beginning to fluoro, cones were almost completely closed. Unable to move horizontal cones out of view. Unable to proceed with procedure. Internal service repair employee unable to fix problem. No adverse outcome to pt--alternative measures to verify placement performed.